Manufacturer narrative:
Approximate age of device ¿ 3 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported low flow events had occurred since implant. At the time of implant, the patient¿s right heart looked well, with no issues. The patient was given volume. On the morning of (B)(6) 2018, the patient was not feeling well. The lvad system produced the pump off/ low flow alarm when the patient stood up at the bedside in the intensive care unit. The patient started to decline and cardiopulmonary resuscitation (CPR) was initiated. The patient was intubated, and aspirated during the intubation. The patient was taken to the catheterization laboratory for insertion of another manufacturer¿s device for right heart failure. During transport, the patient coded again and CPR was initiated. Insertion of the right sided device was reportedly a challenge and the patient required CPR again after the insertion was unsuccessful. The patient expired post code on (B)(6) 2018. The cause of expiration was unknown; however, the health care professionals believe that the patient expired of pulmonary embolism (pe). It was reported that during code the system controller display did not have the pump running symbol illuminated. The driveline was disconnected and reconnected and the pump running symbol appeared. Review of the submitted log file by technical services confirmed a driveline disconnect and revealed the pump was operating as designed pre- and post-driveline disconnect.

Manufacturer narrative:
It was initially reported that the device would be returned for investigation. The lvad clinician reported that the pump would not be returned. Device evaluation: the report of low flow alarms and pump stoppage was confirmed based on the system controller log files; however, the cause of the reported event could not be conclusively determined. Review of the system controller log files confirmed low flow alarms and a single pump stop due to the driveline being disconnected. The pump operated at the set speed throughout the log file, when the driveline was connected. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.